Manufacturer narrative:
Initial report submitted on 11 february 2025, per MFR report #: 3003637635-2025-00003. The complaint devices was not returned. Therefore testing of the actual device in the reported adverse event is possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is underminable.

Event description:
The problem was described as: "sheath was removed with dilator and uncoiled inside patient" what is the next course of action?: tried to snare sheath. Patient present at time of event?: yes. Patient complications: bleeding, discomfort / pain, blood loss / hemorrhage. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: sheath fell apart inside patient. Medical or surgical interventions: open procedure. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: no. Patient outcome: unknown. Device/procedure outcome: procedure completed,unable to use device - attempted patient outcome: f08: hospitalization or prolonged hospitalization, f2301: additional device required, f1901: additional surgery. As reported device codes: 1188: detachment of device or device component as reported patient codes: 9128: hemorrhage 9205: pain, 9069: discomfort.

Manufacturer narrative:
The root cause of the incident is unknown at time of the initial report. The complaint device will not be returned for an evaluation. The DHR review which examens the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The problem was described as: "sheath was removed with dilator and uncoiled inside patient". What is the next course of action? Tried to snare sheath. Patient present at time of event? Yes. Patient complications: bleeding, discomfort / pain, blood loss / hemorrhage. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Sheath fell apart inside patient. Medical or surgical interventions: open procedure. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: unknown. Device/procedure outcome: procedure completed, unable to use device - attempted. Patient outcome: f08: hospitalization or prolonged hospitalization, f2301: additional device required, f1901: additional surgery. As reported device codes: 1188: detachment of device or device component as reported patient codes: 9128: hemorrhage 9205: pain, 9069: discomfort.